Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm broke off in patient abdomen when taking injection. Surgery was required to extract the needle. The following information was provided by the initial reporter: spouse stated patient end broke off in her husband abdomen when taking injection stated, she took her husband to emergency room and xrays were done. Stated, needle was located in her husband abdomen and the emergency room doctor referred them to a surgeon. Stated, surgery was performed and needle was removed the same day as needle break.

Manufacturer narrative:
H6: investigation summary customer returned 49 used and 46 unused 12.7mm, 29 gauge pen needles. The unused pen needles feature teardrop labels show the lot number as 1314154. 46 of the used pen needles feature cannulas that are bent at their base. None of the pen needles were found to be broken. The damage found would be the likely result of accidentally applying force across the length of the cannula during use, which is more likely to occur due to the length of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needles breaking during use. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ original pen needles 29g x 12.7mm broke off in patient abdomen when taking injection. Surgery was required to extract the needle. The following information was provided by the initial reporter: spouse stated patient end broke off in her husband abdomen when taking injection stated, she took her husband to emergency room and xrays were done. Stated, needle was located in her husband abdomen and the emergency room doctor referred them to a surgeon. Stated, surgery was performed and needle was removed the same day as needle break.